Event description:
Initially, it was reported on (B)(4) 2013 that the patient's device was not working. It was later reported that the patient had high impedance. X-rays were taken and reviewed by neurologist which reportedly showed no apparent lead breaks. X-rays were requested to be sent to device manufacturer for review; however, it is unknown if they will be sent for review. The neurologist programmed the patient's device off on (B)(6) 2013 and referred the patient for lead replacement surgery. Neurologist indicated that there was no patient manipulation or trauma that he was aware of that could have caused or contributed to the high impedance reading. Surgery is likely; however, has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause of contribute to a death or serious injury.

Event description:
Further follow-up revealed that the surgeon wants to wait and see how the patient does without vns therapy prior to replacing the device. It was reported that the neurologist is aware and recommends that the patient be reimplanted.